Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria.

Event description:
Customer reporting on behalf of son. Individual received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22796j, reader sn (B)(4)). Repeat cue covid-19 test performed on the same day provided a negative result. No outside confirmatory test was taken but the individual did not have any symptoms and had been quarantine from being hospitalized two weeks prior to this event. Customer confirmed the cartridges were stored according to the instructions for use.